Event description:
During a coroarny drug eluting stenting treatment procedure, it was noticed that the stent strut was damaged. The physician was unable to cross the lesino in the left circumflex artery with a 3.00x20mm taxus express2 drug eluting stent and upon removing the stent it was notice dthat the stent struts were damaged. The procedure was completed with another stent. The pt condition was reported as "okay".